Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the distal tip was missing and appeared to have broken on an angle with no signs of burning or use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that three 200 micron tfl ball tip single use fibers (of the same lot number) failed on three separate patients. The error messages 410, 441 and 444 occurred during the procedures. The three soltive laser fibers were returned for evaluation. However, only one of the three returned devices were found after device inspection and testing to have had a reportable malfunction. Inspection and testing of returned device (3 of 3) found the distal tip was missing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated fields: d4, h4, h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported issue could not be established. However, it is possible mishandling of the device during return contributed to the broken fiber. Olympus will continue to monitor field performance for this device.